Event description:
New information received notes that programming changes were made and patient is doing fine.

Event description:
It was reported that ventricular oversensing due to post-paced t wave oversensing was observed. Patient was asymptomatic. Programming changes were recommended.